Event description:
Patient experienced pain on the left hip. Doctor completed a bone scan. Doctor revised the left acetabulum. No unusual circumstances.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a tritanium cup was reported. The event was not confirmed. There is evidence of a very degenerative lower spine, however more information is needed to confirm acetabular pain. A review of the provided x-ray by a clinician consultant indicated: there clearly is a very degenerative lower spine despite the young age of the patient. There is no clinical information available about the patient¿s orthopedic or medical history to further detail this. The source of the pain thus most probably has its origins outside the hip arthroplasty but there is not enough info available to further substantiate or analyze this and thus establish a firm root cause for the failure. More info would be needed, clinical and radiological or otherwise. Device history review: review indicates the device was accepted into final stock with no discrepancies. Complaint history review: not performed as no device specific failure modes were reported. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. Additional information is required including orthopedic and medical history, and clinical and radiological information.

Event description:
Patient experienced pain on the left hip. Doctor completed a bone scan. Doctor revised the left acetabulum. No unusual circumstances.